Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The software logs provided by the customer indicate that xvi did not receive confirmation that the registration data was received by mosaiq. This appears to be caused by a failure with microsoft message queuing acquisition to complete messaging as "retry" message was seen on the xvi. As the registration data was received by mosaiq there was no risk to patient and the error messages highlighted the need to take manual intervention. At that point it is the responsibility of the clinician to make the appropriate clinical decisions and action(s) regarding the "retry" message. Based on the information from the software logs, mosaiq did not have any malfunction and was working as designed and intended. There is no evidence of mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq did not receive the registration results.